Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to perform treatment in the common femoral artery (cfa). Subsequently, pedal access was obtained in the right posterior tibial area to perform treatment in the superficial femoral artery (sfa). A sheath was inserted, and the command wire was advanced to what was believed to be the right common iliac artery (cia). Using a balloon, wire exchange was performed, and a viperwire advance guide wire was placed. The oad was advanced to what was believed to be a lesion in the sfa, and treatment was started on low speed. An angiogram was recommended in accordance with the device instructions for use but was not performed. The torque limiter engaged and the oad stopped spinning. The oad was removed without difficulty. Angiography was performed revealing the oad position was in the venous system. The guide wire was stuck and unable to be removed after multiple attempts. The patient was sent to the hospital for removal of the guide wire by a vascular surgeon. The guide wire was removed percutaneously without the need for an open procedure the following morning. Following the surgical procedure, the patient was in stable condition.